Event description:
Raynor intraocular lenses limited received notification from the (B)(6) distributor of an event that occurred following the implantation of a c-flex 570c intraocular lens. The event description provided indicates that a pt has reported that they are not fully satisfied with their post-operative visual acuity and that there are rays/coronas around light sources.

Manufacturer narrative:
(B)(4). The pt is investigating the cause of the reported post-operative complications with their healthcare professional. Raynor has been advised that the pt's current healthcare professional is not the surgeon who performed cataract extraction and iol implantation. There is no indication within the available info that any remedial action has been taken by either the healthcare facility where the pt underwent iol implantation or by the pt's current healthcare professional. Our review of production records for the c-flex 570c batch 031e20539 showed that all mfg and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification limits and were without defects. Our existing vigilance data since the month of MFR of the c-flex 570c intraocular lens (march 2011) was reviewed in order to determine if any trends existed. This review concluded that no other incidents of any type, have been received against the c-flex 570c batch 031e20539. There is no evidence of a product defect or malfunction within the info provided.